Event description:
The customer reported that the system would display a fatal error and corrupted images error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the workstation hard drive and reloaded the software. System was tested and found to be working as intended and put back in service.